Manufacturer narrative:
A code recorded on three (3) occasions between 21:10pm and 21:11pm on (B)(6) 2016 indicates that the protocol being scheduled by the user in retort a could not be run because none of the bottles designated as ethanol contained reagent at a concentration either at, or above, the minimum required for use as the final reagent. The following information was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 4." At 21:12pm on (B)(6) 2016, bottle 4 (ethanol) was not in contact with the corresponding sensor for periods of 12 seconds and 1 minute and 12 seconds, which is sufficient time to complete manual replacement of the reagent. The station properties were reset at 21:13pm on (B)(6) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 4 prior to this action were: ethanol concentration=67.5%, cycles=55, cassettes=5298 and days=25. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 4 (ethanol) at 21:13pm on (B)(6) 2016. Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal processing were derived from the "super stat 3 hr" protocol started in retort b at 21:15pm on (B)(6) 2016, which completed successfully at 06:00am on (B)(6) 2016; and the "super stat 3 hr" protocol started in retort a at 06:00am on (B)(6) 2016, which completed successfully at 08:51am on (B)(6) 2016. These protocols comprised 216 and 216 cassettes based on data entered into the instrument software by a user. The reagent in bottle 4 (ethanol) was used for the first time in the final dehydration step of the "super stat 3 hr" protocol started in retort b at 21:15pm on (B)(6) 2016; and was also subsequently used in the final dehydration step of the "super stat 3 hr" protocol started in retort a at 06:00am on (B)(6) 2016. Although the user affirmed in the instrument software that the ethanol concentration in bottle 4 (ethanol) was to be set to 100% at 21:13pm on (B)(6) 2016, the ethanol concentration measured by hydrometer following completion of the "super stat 3 hr" protocol started in retort b at 21:15pm on (B)(6) 2016 and the "super stat 3 hr" protocol started in retort a at 06:00am on (B)(6) 2016 was 83.8%. This finding indicates that a use error occurred during replacement of the reagent in bottle 4 on (B)(6) 2016. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; and the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 4 (ethanol) was used for the final dehydration step of both the "super stat 3 hr" protocol started in retort b at 21:15pm on (B)(6) 2016 and the "super stat 3 hr" protocol started in retort a at 06:00am on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 500 cassettes comprising predominantly biopsy samples from a three (3) hour protocol. The complainant described the affected samples as "mushy". The complainant advised that no reagents had been replaced prior to scheduling of the affected 2protocol; use of the correct protocol had been confirmed; the protocol had run to completion with no errors generated; microtomy of the affected samples could not be performed and that re-processing of the affected samples would be performed on an alternative peloris tissue processor located in the laboratory the complainant also reported that condensation was evident on both retort lids. A leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss noted that bottle 4 was approximately half full of reagent; and measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable with the exception of bottles 4, 7 and 9. The measured ethanol concentration in bottles 4, 7 and 9 was 83.8%, 91.2% and 96.9% respectively; and the calculated concentration bottles 4, 7 and 9 was 99%; 76% and 90% respectively. The fss replaced the reagent in bottle 4 with 100% ethanol; bottle 7 with 70% ethanol; bottle 9 with 80% ethanol; bottles 11-14 inclusive with xylene; and the wax in the four wax baths. On 25 july 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable following re-processing using an alternative tissue processor located within the laboratory.